Event description:
It was reported that ¿sometimes when charging the pump it won¿t charge¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.